Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they are having problems with the controller about 3-4 weeks. Patient said when they go to charge the implanted neurostimulator, sometimes it will charge and about a half hour later they look at the screen to see if ins is charging and it is at the same spot / charge level that it was when they first started charging. Patient stated they are not getting recharging quality good or excellent, there is no quality when they are charging the ins and they reset the controller. Patient stated ins was at 80% last night and this morning ins is red. Agent asked patient if they get any codes or messages on the screen when they are trying to recharge the implant and patient said no, but once in a while they get a message to reposition it. Patient mentioned they have been sitting for 30 min and the implant is still in the red. Patient service confirmed patient did not have any falls or trauma, patient sits on the paddle in a recliner to charge the ins. Patient stated they charge the implant every day and it normally depletes in red every day. Patient confirmed the controller is taking a charge when plug into the outlet and they are able to see the information on the controller and power on. Controller is 100% and ins is red. Agent confirmed there is no visible damage on the rtm or controller port. Rtm plug into the controller firm and tight. Agent consulted with ts and reviewed ins position in the body could affect how the ins is connecting to the external devices and patient said he don't think the ins moved. Agent reviewed the external devices are functioning as intended. Agent recommend patient consult with hcp ofc for next steps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.